Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event affected 200 devices. The following information was provided by the initial reporter. The customer stated: "when using the tube, yellow foreign matter was found in the tube."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event affected 200 devices. The following information was provided by the initial reporter. The customer stated: "when using the tube, yellow foreign matter was found in the tube."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-18. Investigation summary bd received 20 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode.